Event description:
It was reported that the patient received an end of service message. Additionally, the patient was feeling stimulation on a non-targeted area. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months from the date manufacturer became aware of the event.